Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 103 mg/dl. The alarm was explained to the customer. Customer attempted to change out battery without any results. The device was not dropped, bumped, or exposed to moisture. The alarm occurred when resuming the device from suspend. Customer was advice to restart the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.